Manufacturer narrative:
Ami, k., kamei, k., nakano, m., nobori, c., yoshida, y., tai, k., murase, t., takebe, a., matsumoto, I. A comparison of laparoscopic and robotic distal pancreatectomy with spleen and splenic vessels preservation: an intention-based evaluation in a single-center re trospective study. Surgery today, 56:799¿806 (2026). Https://doi.org/10.1007/s00595-025-03190-z d10 concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot#: unknown) sigphandle, sig power sigphandle handle, (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared the short-term outcomes of robotic distal pancreatectomy and laparoscopic distal pancreatectomy between 2014 and 2024. A powered stapler was used depending on pancreatic thickness. Splenic vessel preservation was planned but not successful due to inadvertent transection of the splenic vein with the stapler in one patient. A comparison of laparoscopic and robotic distal pancreatectomy with spleen and splenic vessels preservation: an intention-based evaluation in a single-center retrospective study. Surgery today, 56:799¿806 (2026). Https://doi.org/10.1007/s00595-025-03190-z.